Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the dial was sticking, and not allowing to do full doses of in pen. Resistance while trying to adjust dial insulin. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.